Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it could not be specified what the foreign material was that adhered to the c-cover. The root cause of the remaining foreign material could not be identified. However, it was confirmed that there was no deformation on the section of the device with the foreign material. It was confirmed by reports that performance of reprocessing on the device was secured by reprocessing in accordance with IFU. (Cleaning/ disinfection/ sterilization). However, it was unknown if the reprocessing was implemented by the customer in line with the instructions for use (IFU). Investigations stated incorrect reprocessing was a probable cause. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The suggested event is detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to the plastic distal end cover having foreign material due to insufficient cleaning, additional findings were as follows: the distal end had a crack and connecting tube had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera ii gastrointestinal videoscope suction and insufflation channels did not work. There was no patient harm associated with the event. The device was evaluated, and it was found that plastic distal end cover had foreign material. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.